Manufacturer narrative:
Evaluation, results: inherent risk of procedure (myocardial infarction). (B)(4).

Event description:
During the index procedure an endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the mid rca. It is reported the patient suffered a myocardial infarction approximately 10 months post the index procedure. The investigator has indicated the event was not related to the study device. At 30 day follow-up patients worst angina status was reported as I per ccsc ((B)(4) cardiovascular society class) criteria. At 1 year follow-up patients worst angina status was reported as IV per ccsc criteria.